Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one titanium low profile port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter rupture and the identified material separation issue, as a complete circumferential break of the catheter was noted inside of the cath-lock. The edges of the break appeared non-uniform and were partially jagged. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024), g3, h6 (device). H11: h6 (patient, method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement, the catheter allegedly ruptured. It was further reported that the patient was transferred to interventional radiology for the removal of catheter under general anesthesia. Reportedly, the implantable chamber was removed. The patient experienced pain at the site of the implantable chamber; however, the current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2024). Device pending return.

Event description:
It was reported that sometime post port placement, the catheter allegedly ruptured. It was further reported that the patient was transferred to interventional radiology for the removal of catheter under general anesthesia. Reportedly the implantable chamber was removed .the patient current status was unknown.

Event description:
It was reported that sometime post port placement, the catheter allegedly ruptured. It was further reported that the patient was transferred to interventional radiology for the removal of catheter under general anesthesia. Reportedly, the implantable chamber was removed. The patient experienced pain at the site of the implantable chamber; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one titanium low profile port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter rupture and the identified material separation issue, as a complete circumferential break of the catheter was noted inside of the cath-lock. The edges of the break appeared non-uniform and were partially jagged. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g3, h6(patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.